Manufacturer narrative:
It was reported that the patient has limited range of motion after a manipulation. A procedure is planned to perform exploration on the knee and to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has limited range of motion after a manipulation. A procedure is planned to perform exploration on the knee and to exchange the poly inserts.